Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. Four complaints (included 5 products) have been recorded over the range biomet bone cement v. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the vertebroplasty surgery, when the nurse opened the cement pack, the sterile pouch cover was found not sealed and cement was spilled into outer unsterile area. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during the vertibroplasty surgery, when the nurse opened the cement pack, the sterile pouch cover was not sealed and cement was spilled into outer unsterile area. No adverse events have been reported as a result of the malfunction.